Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (te connection) has been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a physically damaged electrode belt cable receptacle. The root cause for damaged receptacle could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor does not recognize the therapy electrode connection.